Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report of ¿discomfort at ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The allegation is consistent with patient anatomy and not being device related as the report stated that the patient had ¿lost more weight¿ and continues to have discomfort at the ipg site.